Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in early (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion (dose, route, frequency and duration were not reported) for treatment. At the time of this report, the patient has not recovered from the event. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.